Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported through pump logs that a low reservoir alarm occurred on (B)(6) 2015 at 17:36 and an empty reservoir alarm occurred on (B)(6) 2015 at 09:06.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had worsening pain secondary to the empty pump reservoir. It was noted cold weather may also have contributed to the worsening pain. The patient was scheduled two days following her low reservoir alarm date. The pump was refilled on (B)(6)2015. The outcome was resolved without sequelae on (B)(6)2015. The etiology was noted as possibly related to the device or therapy and the drug morphine with the drug action that caused the event being low and empty pump reservoir. No further complications were anticipated/reported.